Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index procedure involving the stent graft etbf2816c124e endur ii bif, a large endoleak was observed after full deployment of the device. The patient was treated for a 42mm saccular aneurysm with endovascular aortic repair and esar.it was stated that endoanchors were placed after the endoleak was observed to rule out a type ia endoleak. During the investigation of the endoleak, there was a possibility of a tear or hole in the endograft. Patient left the operating room with what was thought to be a type iiib endoleak. The cause of the event could not be determined. The patient will be monitored. A 30 day follow up is planned to confirm the endoleak type.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film analysis conclusion: the reported endoleak was confirmed on the angiogram video received; however, the exact type and cause of the endoleak seen at the end of the procedure could not be determined from the films provided. Lack of full pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Complete cts were not available for review; therefore, a thorough assessment of the patient¿s anatomy and stent graft in-vivo configuration could not be performed. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. A type iiia endoleak seems unlikely as there appeared to be adequate component overlap. A type iiib endoleak cannot be completely ruled out. Type iiib endoleak are less likely to occur at index although there was noted to be calcification present which can be factor in the occurrence of an acute type iiib endoleak. A type ia endoleak is a possible cause of the endoleak even following the implant of endoanchors. The endoleak may have also been be a type IV endoleak, from a location of higher porosity in the stent graft near from the flow divider . Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to a possible type IV endoleak. Type ii endoleaks from collateral vessels could not be assessed but they are a possible source of endoleak . Analysis of the returned film did not reveal any overt out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.